Event description:
During a correlation study, caller states the following coaguchek xs/coaguchek s results were obtained: 2.0 inr/2.5 inr; 2.9 inr/ 2.2 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparisons performed in a medical facility.

Manufacturer narrative:
This medwatch is for the suspect device in the coaguchek s system.